Event description:
Litigation papers received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part and lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013. **update: (B)(4) 2013 - patient underwent right hip revision due to acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to cup loosening, yellowish grey stained fluid outside the capsule, adverse local tissue reaction, grey stained synovial type lining, debris and partial damage of the hip capsule, amorphous debris in the joint, debris around the anterior edge of the acetabulum, a sclerotic medial wall and 2 fairly large cysts. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation papers received alleging that the patient suffers from pain and excessive levels of chromium and cobalt.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part & lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed. This is a duplicate report of 1818910-2013-19973. This report, 1818910-2013-21105, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-19973.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.